Event description:
It was reported that a pt underwent a polypectomy procedure on (B)(6) 2010. The surgeon started resecting fibrosis and halfway through the procedure, after about 10 minutes, the loop electrode broke. The procedure was completed with another like device with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.